Manufacturer narrative:
Product event summary: manufacturer's analysis could not confirm the customer comment that a ventricular connector pin of the device was broken, however it was found that the ventricular output connector was damaged but working. It was also noted that the main seal was exposed and pinched, and both display wires were pinched without compromise to the insulation. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that a ventricular connector pin of the external pulse generator (epg) was broken. The epg has been returned for repair. There was no patient involvement.